Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of remote transmission it was noted that the right-ventricular (rv) lead exhibited low pacing impedance. No resolution was performed. The patient condition was unknown. No further information was made available.